Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - upon visual inspection it could be seen that the shaft was broken in 2 places- 69.5cm from the hub of the microcatheter, with the inner liner exposed 53.5cm in length and 181cm from the hub of the microcatheter, with the inner liner exposed 50cm in length. A portion of the microcatheter shaft was found to be completely detached/separated from the overall shaft. A kink was also found on the microcatheter shaft 101cm from the hub of the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral. A direxion micro catheter was selected to treat a suspected endoleak type 2 in the arteria mesenterica superior. During an attempt to withdraw the direxion micro catheter, the catheter completely separated about 7cm from the distal tip. A radial approach was chosen to remove the distal section of the direxion micro catheter with a snare out of the patient. A new direxion micro catheter was used to finish the procedure. No endoleak was present. No additional patient complications were reported.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral. A direxion micro catheter was selected to treat a suspected endoleak type 2 in the arteria mesanterica superior. During an attempt to withdraw the direxion micro catheter, the catheter completely separated about 7cm from the distal tip. A radial approach was chosen to remove the distal section of the direxion micro catheter with a snare out of the patient. A new direxion micro catheter was used to finish the procedure. No endoleak was present. No additional patient complications were reported.